Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. During the troubleshooting, it was discovered that the peep solenoid was not working properly. A request was sent to the customer to perform preventive maintenance to replace the peep valve solenoid, pm 5000 kit, backup batteries and the expiratory membrane. The request has not been accepted. No further issues have been reported after the reported event. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).